Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had an inaccurate delivery issue, and the patient had a blood glucose of 340 mg/dl with extreme thirst and nausea. Patient required no unusual treatment. During troubleshooting, customer support found that basal delivery totals in tdd do not match as the patient suspended the pump, done a cartridge change, and adjusted basal rates. This complaint is being reported as the patient experienced hyperglycemia due to the alleged inaccurate delivery.